Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 03/18/2016. Investigation results: the lens was returned to the manufacturer for evaluation. Visual inspection was performed using a 12x magnification. It can be seen that the lens had deep scratches present on the posterior side of the lens. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related tests are the optical measurement and cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as lens wasn't used. If explanted, give date: not applicable as lens wasn't used. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed a scratch on an intraocular lens, model zkb00, prior to loading the lens into a cartridge. The surgeon used another lens of the same model and diopter. The patient is reported to be fine. No further information was provided.